Event description:
Additional information received reported that the migration of the leads was the reason for the revision because the patient was not getting adequate therapy. It was stated that the physician did not attempt to remove the lead from the connector before completely loosening the setscrews. It was noted that there was no difficulty in removing the lead from the connector. It was re-confirmed that the insulation came off the joint after complete removal from the connector while being wiped down.

Event description:
It was reported that, during a revision procedure, the physician took the lead out of the extension. When the end was wiped gently, the entire electrode array came off the lead, at the end that goes into the extension. The reason for the revision procedure was not reported. Further information has been requested; a supplemental report will be submitted if additional information is received.

Event description:
Additional information received reported that the patient recovered without sequela.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the lead found that the insulation was broken under the connector at the proximal end. Significant anomalies were found. Analysis of the extension found no anomalies. Analysis of the anchor found cut silicone. No significant anomalies were found.

Manufacturer narrative:
Product ID 3887-56, lot# v796065, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).